Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name:(B)(6).

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was a broken cracked tube. The following information was provided by the initial reporter: mgit 960-tube leakage found in drawer a.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was a broken cracked tube. The following information was provided by the initial reporter: mgit 960-tube leakage found in drawer a.

Manufacturer narrative:
A complaint of "tube leakage found in drawer a" was received against bactec mgit 960 instrument material number: 445870, serial number: (B)(6). Bd field service engineer (fse) was dispatched. The fse was performed the hydrogen peroxide fumigation for whole mgit instrument, blanked the database and reinstalled the system software, thus the issue was resolved. Instrument was found to be functional after verification and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was attributed to be user workflow error. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.